Manufacturer narrative:
The device was not returned for inspection and the lot number was not reported. Lot review could not be conducted. Investigation into the reported patient event revealed that the dissection was horizontal, not lateral and located proximal to where the sheath goes into the artery. It is theorized that some plaque may have been present at the site which was lifted by the heel of the device during pull back; however, this was not confirmed. The incident was resolved with 20-25 minutes of manual compression.

Event description:
The physician reported to a company representative of a case where he was not able to pass the guidewire through the device after plunger depression. The case was converted to standard arteriotomy. Under fluoroscopy, a vessel dissection was identified. The dissection resolved after holding 25 minutes of manual compression. There were no clinical sequelae.